Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (cts), however, the customer declinded to completee the check. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 180-333 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.